Event description:
It was reported that the lead had high ventricular impedance and increased threshold. The physician suspects there is a lead fracture. The lead remains in use. No patient complications have been reported as a result of this event.

Event description:
It was reported that the lead had high ventricular impedance and increased threshold. The physician suspects there is lead fracture. The lead was removed and returned and a new lead implanted. There were no patient complications reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B)(4) the proximal segment was returned and analyzed. The outer insulation was breached due to environmental stress cracking (esc). Blood/body fluid in/on all conductors (not obstructed). Cosmetic depression and white substance noted on the outer insulation. Cosmetic esc on outer insulation.